Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 14.9cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that low, out of range, high voltage lead impedance was noted after delivery of successful high voltage therapy. During dft testing, an alert for high voltage lead issue was noted and external defibrillation was required. The lead was capped and replaced. Patient was discharged the following day in stable condition.